Event description:
It was reported that this patient with this left ventricular (lv) lead experienced stimulation. Technical services (ts) walked the health care professional (hcp) through reprogramming and adjusting the respiratory rate trend (rrt) after this patient walked seven flights of stairs. It was noted during the phrenic nerve testing that there was some stimulation in cathode one configuration, none in two, three or four, and the rest of the configurations were not tested. Ts discussed programming considerations and lv sensitivity adjustments. This lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).